Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned stuck in cartridge. Visual inspection found the lens in cartridge. The delivery system was returned in a bio-hazard bag. Visual inspection found the plunger overridden, the plunger was pushed under cartridge. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A cc4204a, +20.00 diopter, intraocular lens was returned in cartridge. Patient contact is unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.